Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the front end of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient 's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stet outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink in the polymer extrusion section at 220mm proximal to the distal tip.no other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the front end of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient 's status was stable.